Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. The actual device was evaluated. The device was returned with no damage in the external components. Fire testing was not conducted because trigger was jammed. The instrument was disassembled; upon disassembly, the staging leaf is observed to be deformed that is why internal cannula components were not sliding properly and consequently the device did not work as intended. No conclusion could be reached as to what may have caused the reported incident.

Event description:
It was reported that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2017 and absorbable straps were used. During the procedure, there was no pressure or torque on the device. The procedure was completed using a like device. There were no adverse patient consequences reported. No additional information was provided.